Event description:
The customer reported that the insulin pump alarmed and the device was stuck in the prime loop. Troubleshooting was performed, and the drive support cap was sticking out. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed due to protruded/loose drive support disk. The insulin pump received with broken reservoir tube lip, scratched lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.